Event description:
Pt underwent an uncomplicated cataract surgery (right eye) on 9/27/1997. In the months following surgery, the pt complained of symptoms of visual distortion (seeing streaks) and eye soreness. In the pst year, the pt has been seen by numerous physicians. Review of medical records indicates that no optometrist or ophthalmologist has associated the reported visual sysmtoms with the lens.